Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve stenosis; patient was treated via tavr and is reported in stable condition. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis (remains implanted), and therefore, the root cause of this event could not be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported that an edwards aortic bioprosthetic valve was diagnosed as stenotic 9.5 years after implant. Patient received an implant of an edwards transcatheter aortic bioprosthetic valve within the existing prosthetic valve; patient is reported as stable post the procedure.